Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The aortic diameter below the renal artery was 25 mm and the aortic neck length was 18 mm, there is diffused calcification in the seal zone. The proximal aortic neck had angulation of 30 degree and 50 percent calcification (2mm thickness). It was reported that there was a proximal type I endoleak. The physician elected to implant 14 heli-fx aptus endoanchors. However, the proximal type I endoleak was not resolved. Per the physician, the proximal type I endoleak was related to the procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type ia endoleak and aptus endoanchors were used. After three anchors were deployed it was noticed that there was an obstruction in the curve of the guide due to flexing. The physician was unable to keep the guide in the desired position, and there was a lot of resistance felt when advancing the applier. When the guide was straightened the applier was able to advanced. A new guide was used but was too big to deploy all the anchors. A third guide was used and the rest of the anchors were implanted. This reportedly resolved the event. The physician stated that the cause of the positioning and insertion difficulty of the aptus endoanchors was related to the product. The physician also noted that it appeared that after a few anchors the inner curve of the guide irregular and obstructive. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of calcium plaques that induced a gutter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.